Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-aug-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the bf wash probe 1, checked the sensors, cleaned the loader sensors, and performed a rack rotation test. The fse also deleted the phanthom specimen in the ordering barcodes and ran a substrate background. The customer reported seeing error 2320 again, after running quality control (qc). The fse instructed the customer to use the empty rack instead of end of run marker. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was fault/failure of the bf washer probe.

Event description:
On (B)(6) 2016, the customer reported receiving error 6006 skipped, position mismatch with the a1a-900 analyzer. The customer reported that the error occurred with the same three barcoded samples. The customer did not see any visible orders in the barcode or non-barcoded order and saw nothing on the results screen. On (B)(6) -2016, the customer contacted technical support (ts) again to report receiving 2320 unscheduled rack start position and intermittent 2235 bf probe 1 suction failure. Ts asked the customer to initiate an all set home function. On (B)(6) 2016, the customer contacted ts again to report that she was still receiving errors 2320 unscheduled rack start position & 2323 unscheduled rack return-start. Ts suggested that the customer reset the device and start a run using the empty rack; however, the issue did not resolve. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prolactin ( prl) and follicle stimulation hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.